Event description:
It was reported that a minimum fill notification occurred while caller attempted to reload cartridge after pump reset for malfunction code and cartridge contained less than 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Caller was educated that at least 80 units of insulin were recommended when reloading cartridge, acknowledged information, and indicated having a new cartridge prepared for loading before call was disconnected, after which technical support attempted a return call and left a message.